Event description:
The user reported that during a follow-up appointment in 2009, the patient presented with a sharp pain in the posterior part of the knee, which moved to the side and then the knee cap with manipulation. An MRI of the knee revealed that the smartnail was floating around/behind the posterior cruciate ligament. After performing a functional test which was described as fine, the surgeon immobilized the knee. The surgeon then performed surgery to remove the implant. The surgical site was irrigated and flushed well to remove the smartnail, although the removal of implant could not be confirmed. The surgeon will continue to monitor the patient's status to determine if a follow up MRI is required. The arthroscopic knee surgery for insertion of this implant was performed six months later. The surgery and post-operative recovery was uneventful and the patient had resumed normal activity.

Manufacturer narrative:
Investigation: this implant was not returned to conmed linvatec for evaluation. A two year review of product history found no similar events. A review was completed regarding the manufacturing and lot release records for this product. The results of the separation force (between top and stem) and pull-out force (of barbs) for the final devices in lot, s0003752 met manufacturer specifications. In addition, the dimensional measurements taken during production met specification.